Event description:
About a week ago, we became aware of failure of our two sysmex xn-10 instruments to flag peripheral blood cbc specimens for clumped platelets. Failure to flag for clumped platelets resulted in release of falsely low platelet counts. This flagging issue appears to be sporadic and was reported immediately to sysmex. Due to delayed response from sysmex technical support, one of the sysmex regulatory investigators was contacted a couple of days later. The regulatory investigator informed us that sysmex has been aware of this issue since this summer. We expressed our concerns that no proactive notification or corrective action has been provided by sysmex to end users of the sysmex xn-10. At this time we were told that they are collecting data and that there is no formal resolution to date.